Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness and had a fall and was unable to self-treat. The ambulance was called by a caregiver and the customer was transported to the hospital where they received unspecified treatment for hyperglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness and had a fall and was unable to self-treat. The ambulance was called by a caregiver and the customer was transported to the hospital where they received unspecified treatment for hyperglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.